Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, episodes of oversensing were observed.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.